Event description:
Using a 2.0 burr in a wrist scope, the end broke off of the inner canula. The burr will not engage and rotate. This also happened with the second package that was opened. Metal flakes were noted in the joint after using the burrs. Ended up using a 3.0 burr without difficulty.